Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis (dka), with a blood glucose of 2000 mg/dl. The customer stated that she spent the night at her cousin's house that weekend, and ran out of insulin. The customer never called her mother to tell her she had no more insulin, and went into dka. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.